Event description:
Litigation states jp drain fell out of operative site, leaving tip of drain in abdomen following gall bladder surgery. Drain was placed during original surgery in 2001. The drain fell out 4 days after. Patient had been discharged from hospital the day after surgery. Seven days after discharge a second surgery was performed to remove the piece of drain.